Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a hysterectomy, vaginal repair and vault suspension procedure in (B)(6) 2011 (exact date unknown). Following completion of the hysterectomy, the physician dissected towards the patient's sacrospinous ligaments via the same incision that was used for the hysterectomy. After the physician had successfully dissected the area, he used the capio device to place the leg assemblies through each of the ligaments. However, during leg placement, the physician discovered a "reasonable" amount of blood. According to the complainant, the blood eventually slowed and stopped, and the physician continued with leg placement. It is unknown if the physician attempted to stop the bleeding, or whether it stopped on its own. The physician successfully placed the device, closed the incision, and completed the procedure with this uphold device. Immediately following the procedure, the patient was sent to recovery. While in recovery, the patient presented with pain, as well as severe tenderness and swelling of the lower abdomen (exact date of onset unknown). Following some unspecified blood work, the patient was given 9 units of blood and was brought back to be re-operated on. The patient underwent an open abdominal surgery in order for the physician to "release" the hematoma and find the source of the bleeding. During this procedure, the physician subsequently discovered that the patient's pudendal artery had been cut, and proceeded to close the cut using suture. At this time, the physician opined that he may have caused the cut in the pudendal artery either during tissue dissection or by placing the distal end of the capio device too close to the ischial spine and too superior on the sacrospinous ligament. Per the physician, the exact cause of the bleeding is unknown, but the needle from the capio device could have passed over the top of the sacrospinous ligament rather than through the middle of the ligament, resulting in pudendal artery damage and subsequent bleeding. According to the complainant, the bleeding was stopped and this second procedure was completely successfully. The patient was reportedly stable at the conclusion of the procedure but remained in the hospital for one week.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiration date. (B)(6).